Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarm 5s while attempting to load the cartridge multiple times. While troubleshooting with tandem technical support, a cartridge alarm 19 and another cartridge alarm 5 was received. The customer did not want to test for the blood glucose level. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
No device issue related to the alarm 5 was found during device testing.